Event description:
Customer states that while opening the container for aviva test strips, she cut her thumb. Customer states the cut became infected, and required treatment with antibiotics. Customer was advised by ER personnel to see her primary care physician if the infection did not improve. Replacement system was sent.